Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. - normally, the user checks the concentration level of the disinfectant solution, but this time the user did not check the concentration level of the disinfectant solution. The instruction manual describes to check the concentration of the disinfectant solution before reprocessing.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e99 (used too many days and times after replacing the disinfectant solution) was displayed on the panel of the subject device when the power of the subject device was turned on. The user reprocessed the endoscope with the subject device immediately before the error e99 occurred, but the user did not check the concentration level of the disinfectant solution at that time. The user reprocessed the endoscope with the subject device four times for 15 days after the disinfectant solution of the subject device was changed on august 13. The previous check of the concentration level of the disinfectant solution was conducted by the user on august 25. Other detailed information was not provided. There was no report of patient injury associated with the event.